Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there were several cuts present in the white power cable of the controller, near the connector end, and that the system controller was not communicating when connected to the system monitor via the power module. The controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of cuts in the white power cable and a loss of communication with the system monitor was confirmed via evaluation of the returned system controller (serial number: (B)(6)). Visual inspection of the returned system controller revealed several cuts in the outer jacket of the white power cable, near the power cable connector. The underlying cable shielding was exposed at multiple cuts. The controller was connected to a test power module, system monitor, and mock circulatory loop for testing. A log file was downloaded and the controller operated the test pump at the set speed without issue. Although communication with the system monitor was initially established, communication could be disconnected and reestablished by flexing the white power cable at the location of the observed outer jacket damage. The flexing of the power cables did not affect the controller's ability to operate the pump at the set speed or result in any alarms. Evaluation of the white power cable revealed that the data transmission wire and one of the redundant negative power wires were shorting to the cable shielding when the cable was flexed. The outer jacket was removed from the white power cable, revealing breakdown of the cable shielding and that the underlying data transmission and redundant negative power conductors were exposed beneath the observed outer jacket damage; this allowed the conductors to make contact with the shielding when the cable was flexed. Several of the wires were also kinked beneath the outer jacket damage. No other issues were observed. Aside from the intermittent communication issue, the system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The log file downloaded from the returned controller contained approximately 12 days of data (B)(6) 2020 ¿ (B)(6) 2020 per the timestamp). The data in the log file did not indicate any issues with the system controller. The driveline was disconnected on (B)(6) 2020 at 16:31:33 to exchange the system controller. No other notable alarms were active in the log file. The pump maintained a speed above the low speed limit while the driveline was connected. The reported loss of communication between the system controller and system monitor was determined to be caused by damage to the white system controller power cable which resulted in the data transmission wire shorting to the cable shielding. The root cause of the damage to the power cable could not be conclusively determined through this analysis. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. Heartmate 3 patient handbook, under section 10, entitled ¿safety checklists¿ instructs the user to inspect the system controller power cables for damage daily. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.